Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that an unspecified malfunction alarm occurred. After recharging the pump, the pump turned on and the customer continued to use the pump for insulin therapy. Customer¿s blood glucose level was 177 mg/dl.